Manufacturer narrative:
The reported complaint could not be verified. Multiple diligence attempts were unsuccessful in obtaining the replaced display for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump module was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per manufacturer's subsidiary, the display on the roller pump will be replaced by their technician.

Manufacturer narrative:
Per subsidiary, the display was replaced and the roller pump is operating as intended.